Event description:
It was reported there was loss of insufflation during procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: output issue confirmed failure: leaking, calibration, software upgrade. Probable root cause: 1. System design. 2. Use error . 3. Service error. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported there was loss of insufflation during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.